Event description:
Philips received a complaint indicates that there was non-critical error - battery low. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed operational tests and reviewed device logs. Based on the information available and the testing conducted we were unable to replicate the reported problem. Device passed the test. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Customer was informed that charging battery fully to avoid battery low error. The investigation concludes that no further action is required at this time.